Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and during the implant procedure difficulty with the device luer was experienced. Post implant heparin was discontinued given the patient's bleeding from liver laceration and purge system block alarm was experienced. The patient presented earlier in the day following cardiac arrest and motor vehicle accident involving a head on collision. The patient was diagnosed with st-segment elevation myocardial infarction, coded for an extended time in the field with achieved return of spontaneous circulation. The patient was intubated prior to transfer to the emergency department and subsequently found to have significant liver laceration on computed tomography scan. The patient decompensated throughout the day requiring multiple pressors. Later in the day, evening, the patient was sent to the cardiovascular lab sent for urgent impella cp insertion which was completed without patient complication but difficulty with the luer. Upon insertion of impella cp, physician noted that clear luer on the dilator did not separate after turning counterclockwise. The physician elected to cut the clear luer off with scissors during the procedure in order to remove the dilator from the peel-away and continue the operation. The patient was sent to the unit in "good" condition intubated, sedated. Later that evening heparin was discontinued due to the liver laceration. The trauma surgeon, cardiovascular surgeon and intensivist educated the team on appropriate anticoagulation management. The patient continued on support. Two days later, purge system block alarm was triggered, and the team was advised to place tissue plasminogen activator in the purge or replace the impella cp pump. The care team decided to leave in the pump for the high-risk percutaneous coronary intervention planned for the following day. Education, however, on steps to take if pump was to fail was provided with the care team. The following day, the device was successfully explanted, and the patient was noted to have survived the explant.